Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that one pipeline did not achieve full wall apposition initially, and the second pipeline failed to open distally. A third pipeline was used to fully open the first pipeline. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the right internal carotid artery with a max diameter of 5mm and a 5mm neck diameter. It was noted the patient's vessel tortuosity was severe. It was reported that the pipeline (pli-20) was implanted but was not fully apposed to the distal portion of the landing zone. A second pipeline (pli-10) was used in an attempt to open the first pipeline, but this second pipeline would not fully open in the distal segment. The pipeline was removed without incident and another pipeline was used in its place. It was noted the middle section of the pipeline was positioned in a bend, more than 50% was deployed, and resheathing was done more than twice. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. Post-procedure angiographic results showed good results and the device was open. Ancillary devices include a 6fr neuron max, phenom plus, phenom 27, tracesses.014.